Event description:
A malfunction on the pump was reported, where prior notable events were absent. There was no adverse impact to the customer's blood glucose level. The caller mentioned that the pump screen was dark and would not turn on, but it powered on after being connected to a power source. A malfunction code was identified, reset successfully, and did not recur. The customer understood the instructions to call back if the issue reappeared and was able to continue using the pump.